Event description:
An unknown pump malfunction was reported where the device would not power back on. The customer's blood glucose level did not exceed 500 mg/dl, and no adverse impact was noted. Reportedly, the customer reverted to an alternate form of insulin therapy.